Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm intermittently occurred. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer received glucagon and consumed glucose tabs and carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.